Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient felt stimulation more when they bend over and that it was annoying. On (B)(6) 2017 the patient reported that they felt like their symptoms were worse because their volume was lower now than before the evaluation. Stimulation was increased. It was noted that the trial started (B)(6) 2017. No further complications were reported.